Event description:
It was reported that the patient was experiencing an increase in seizures. It was reported that the patient initially received great benefit from vns, but now continues to have seizures daily. Approximately four months later high impedance was found on the patient's device. The high impedance and all relevant information and investigation is reported on manufacturer report # 1644487-2018-01497. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's neurologist increased the dosage for one of one patient's AED medications due to the increased seizures and believed that this likely helped the patient. The physician did not believe the increased seizures was related to vns since the device was found to be working fine during that time. No additional or relevant information has been received to date.